Event description:
According to the event description: elastomer pump should run for 48 hours. However, it had already run in after 20 hours. The patient noticed this. Possible serious consequences: patient had side effects from the therapy. Patient reported not feeling well for the first 24 hours after the last therapy, had to vomit and had diarrhea, improved after taking the pump, but of course did not help with bowel movements, then calmed down again quickly overall, no signs of infection, no fever, sufficient hematological recovery. Reported that the 5 fu pump was already empty after 20 hours in the last cycle (dd increased hematologic tox, as well as nausea in the context of too rapid 5 fu administration. Subsequent therapy could only be restarted two weeks later. It was only then that the problem was properly realized and noticed and this report was made. The empty pump was disposed of and is not available.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Device history record (DHR): reviewed the DHR for batch 23m21ged92, there is no defect encountered during in process and at final control inspection. Sample evaluation: no sample and no picture was received for further investigation. Root cause analysis: final control flow rate report of affected batch 23m21ged92 was reviewed and results showed pass. As no complaint sample was received, further investigation was not possible. Conclusion: as no complaint sample was received, further investigation was not possible. Therefore, this complaint is considered as not confirmed.